Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Pli-20 was added for reload however, as per the latest information received, the stapler in pli-10 was already preloaded so no need for a second pli. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total pelvic exoneration, on stapling of the iliac vessels, the staple line was not complete and some staples were malformed. Only some of them formed enough to secure the vessel. The vessel was then sutured in order to avoid complete rupture and to complete the case.